Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height auxiliary drawer 1.2 was not detected on the bus. A field service engineer had manually opened the drawer and confirmed that all lights on the controller board were properly lit. The field service engineer then removed the back panel and inspected all controller board lights and verified. The device was shut down, and the bus wire connections were inspected for any cut marks and found no issues. The field service engineer reseated all connections at the controller board for half-height drawer 1 and also reseated all bus wire connections. The back panel was then reassembled, and the user successfully inventoried the half-height drawer without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary half height drawer 1.2 was not detected on bus and unable to open the drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.